Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a ventricular tachycardia (vt) episode that was successfully treated; however, the cardioversion could not be verified by the implantable cardioverter defibrillator (ICD) because of limited storage capacity for a single episode. The episode showed that the cardioversion had been unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.